Manufacturer narrative:
The insulin pump was received with a motor error alarm during the rewind process, and a motor position encoder error alarm was confirmed in the alarm history. Both alarms were due to an out-of-phase motor encoder signal. A displacement test could not be performed due to the motor error alarm. The unit also had cracked casing at a display window corner and a cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The customer had an MRI, and though she removed the pump during the scan the pump was still in the same room. A motor position encoder error alarm also appeared on the customer's screen. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.